Event description:
It was reported during an implant attempt, the right atrial lead was repositioned due to the thresholds measuring high. Thresholds were stabilized, yet pectoral stimulation was noted. The pacing level was set so that there was no further stimulation, and the pocket was closed. Upon final measurements, the atrial impedance measured low. The pocket was reopened; the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported during an implant attempt, the right atrial lead was repositioned due to the thresholds measuring high. Thresholds were stabilized, yet pectoral stimulation was noted. The pacing level was set so that there was no further stimulation, and the pocket was closed. Upon final measurements, the atrial impedance measured low. The pocket was reopened; the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead appeared to have been stretched. The inner insulation was kinked/buckled and torn, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.